Manufacturer narrative:
Follow-up #1: date of submission 05/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/13/2016 with the following findings: during testing, no line was observed on the display. The complaint was not duplicated during testing. Unrelated to the complaint, the audio alarm was inoperable. The pump cover was opened and the piezo contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.